Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the right ventricular (rv) lead. X-ray imaging was performed and dislodgement of the rv lead due to twiddler's syndrome was observed. The physician does not allege a malfunction of the rv lead. The rv lead was explanted and replaced. During the procedure, after implanting the new rv lead, the patient required resuscitation. The patient was unable to be stabilized after the resuscitation and the patient passed away.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.